Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that at least one non-dehp fluid path intravia container had debris inside the bag. Upon further inspection, it appeared to be a round piece of plastic floating in the bag. This was discovered while preparing a dose of medication. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Correction to g2: report source: (add source). Additional information: d4: expiration date (update the null value to n/a), h4, h6(update codes), h11. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.